Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial array detachment occurred. After performing mapping of the right atrium with an intellamap orion catheter, the physician decided to remove the catheter in order to perform ablation. During removal of the undeployed catheter, the physician needed to use force while pulling back on the device. Once outside of the patient it was noted that one of the arrays had uncoupled from the device. No patient complications were reported and the patient's status is stable.